Manufacturer narrative:
Medtronic emergency response systems examined the device and observed proper operation through full performance and functional testing.

Event description:
A facility emt responded to a person described as in cardiac arrest. Reportedly, when an attempt was made to analyze the pt rhythm, the device failed to power on. Two different police depts arrived on the scene shortly thereafter with add'l aeds. An als squad arrived on scene just about the same time and used their lifepak 12 defibrillator/monitor to diagnose the pt as asystolic. The reported device was never connected to the pt due to the arrival of backup devices on scene. Pt outcome was not reported.